Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and had occasional motor error. The customer's blood glucose level was 250 mg/dl at the time of incident. Customer stated that the buttons of the insulin pump was not responding. The buttons were stopped working completely. Customer stated that the time clock was advancing. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had intermittent buttons due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted. Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Motor passed motor test.